Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: apr / 2019. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vascular stent in the external iliac artery, the stent deployment system allegedly would not deploy the stent. Reportedly, another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the stent delivery system was returned for evaluation. Based on the investigation of the returned catheter sample it could be confirmed that the stent was partially released. The deployment mechanism was found to be activated and fully functioning. The outer catheter was found compressed, which indicates that increased friction and subsequent high release force were present during deployment which led to the bending of the inner assembly and the reported failure to deploy the stent. An indication for a manufacturing related issue could not be found. Based on the information available and the sample evaluation a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. In this case the user followed the IFU and removed the system. Regarding accessories the IFU states: "gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...) Across the lesion to be stented via the introducer sheath.

Event description:
It was reported that during deployment of a vascular stent in the external iliac artery, the stent deployment system allegedly would not deploy the stent. Reportedly, another stent was used to complete the procedure. There was no reported patient injury.